Event description:
The rptr, a home care rn, stated that they did meter to hcp meter comparison tests for the pt. The pt's meter reading was 230 mg/dl, and the nurse's meter (did not give meter type) was 137 mg/dl. No symptoms were reported. A control solution test was done during troubleshooting, at which time the nurse applied the solution to the confirmation dot on back of test strip instead of pink sample area. An er1 message was received. On retest, using correct solution application, er1 was not received. On followup, the pt confirmed the reported info. No harm was alleged.